Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 8, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
On 8th october 2024, the user reported that the cgm showed results that were different from glucometer measurements. The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the initial escalation analysis, a return material authorization (RMA) was authorized for the return of the sensor due to possible deviation in the system performance. However, the sensor was not received. Thus, no return product investigation was possible for this complaint. A further review of the dms data showed optical instability starting 6th october 2024, which coincided with the inaccuracies observed by the customer. The potential root cause for such failure mode may be related to some instability in the reference channel, an issue with the sensor electronics, for example the led behavior at the time, or the in-vivo state of the sensor's chemical component. No further investigation was possible for this complaint. As part of resolution, the customer was given a sensor replacement. B4.date of this report 03 january 2025. G3.date received by the manufacturer? 03 january 2025. H6. Type of investigation updated to 4111,4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.